Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that back to back testing, using the same patient sample, was performed on the urisys 1100 which yielded protein results of +1, +3, and negative for protein. No action based on the device results was reported. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.